Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.